Event description:
Customer reported a malfunction alarm identified as malf 0, which was resettable. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted customer with the reset, after which the malfunction did not recur. Customer was advised to call back if the issue reappeared and acknowledged the instructions.